Event description:
Dr (B)(6) placed an option ivc filter in a patient successfully and after being in a month, says the filter tilted and was damaged while in the patient. (I don't have imaging at this time to confirm/deny this). There are images sent of the filter after being removed from the body which appear to be completely intact with some of the legs bent slightly and some signs of endothelial growth on the filter body. Dr nagarsheth is concerned about the tilt and shape of legs stating that this occurred while in patient and would like us to evaluate. Unfortunately I do not have the filter or components nor a lot number for the device used to follow.

Manufacturer narrative:
A review of the manufacturing and inspection records could not be conducted without the lot number. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.